Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two ventricular episodes from (B)(6) 2025 with multiple bursts of anti-tachycardia pacing (atp). Electrogram (egm) review showed that the external pacing, and there appeared to be some sort of procedure. It was determined that the patient was in the hospital following a transcatheter aortic valve replacement (tavr) procedure. False pacemaker mediated tachycardia (pmt) episodes were noted due to tracking preferences. Additionally, the patient had a history of false atrial tachy response (atr) episodes due to farfield r-wave oversensing. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.